Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was increased pain in the patient¿s right leg. No environmental factors were said to have contributed to the issue. The rep tried reprogramming, and impedances were checked on 2018-aug-03. Impedances showed that contact 8 was out of range. The rep attempted to reprogram around the impedances, but the healthcare professional suggested that she needed to have the entire system replaced. Surgery was planned, but not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.